Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a lead replacement procedure,(see manufacturer report number 3006705815-2020-30620 and manufacturer report number 3006705815-2020-30621) the physician was unable to implant the lead due to patients anatomy therefore the physician explanted the complete scs system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.